Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed failed battery test. The blood glucose reading was over 600 mg/dl. The customer stated that she felt sick but refused to treat for the high blood glucose. She stated that she was able to get the insulin pump to turn back on and wanted to continue the troubleshoot procedure for the no delivery alarm which had occurred previously. She also reported that the act button was intermittently responsive. She was advised to treat with manual injection and to have the insulin pump replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm noted during testing. All operating currents are within specifications. The insulin pump passed self-test, displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. No unresponsive buttons noted. All buttons function properly; however moisture was found on keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Manufacturer narrative:
(B)(4).